Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.

Event description:
The lariat was being used to ligate the left atrial appendage. It was noted that the patient had a dilated left atrium. The laa was captured successfully using the lariat; however, an effusion developed along with a drop in blood pressure shortly after the first tightening of the suture. A drain was immediately placed followed by a blood transfusion. The bleeding was resolved surgically. The surgeon noted a perforation proximal to where the suture was delivered. The surgeon further commented that the laa was "incredibly friable." The patient was reported to be doing well.